Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Suspected cause was due to the customer's settings requiring adjustments. Customer consumed carbohydrates to address low bg. Customer updated their pump settings to address the event and was advised to reach out to their health care provider.